Event description:
It was reported that there were concerns about loss of capture on both this right ventricular (rv) and the left ventricular (lv) leads. Upon review, reprogramming options were discussed and recommended. At this time, both products remain in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).